Event description:
It was reported that the rv lead was explanted due to unacceptable high thresholds, 3.75v at 1.0ms. Lead repositioning was attempted twice without success. No patient complications were reported as a result of this event. A 3500a was received and further reports that the "device implanted 2006 -began malfunctioning and was explanted the following month."

Event description:
It was reported that the rv lead was explanted due to unacceptable high thresholds, 3.75v at 1.0ms. Lead repositioning was attempted twice without success. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: no anomalies found; full lead analyzed. It was reported that the rv lead was explanted due to unacceptable high thresholds, 3.75v at 1.0ms. Lead repositioning was attempted twice without success. No patient complications were reported as a result of this event. A 3500a was received and further reports that the "device implanted 2006, began malfunctioning and was explanted the following month." Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed,visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated positioning difficulties device failure high threshold.